Event description:
It was reported that the remote monitor would no longer power up. Multiple electrical outlets were tried and it was verified that the power cord was connected properly. The monitor has had successful transmissions in the past. A new power cord was ordered for the patient to try. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.